Manufacturer narrative:
Additional information: customer has not responded to attempts for additional information and clarification of the event. Based on the complaint information reported to us, a malfunction has not occurred and the customer is requesting advice on device set up with an accessory. Based on that information, this complaint would not be reportable per cfr 21 part 803.

Event description:
The customer reported while using the avea ventilator, they did not know how to use the device with an external analyzer and are requesting assistance. The customer did not report any malfunction or patient involvement.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation. No customer response has been received so it is unknown if it is available for return.

Event description:
The customer reported "high difference between inhaled tidal volume (vti) and exhaled tidal volume (vte) on the avea ventilator. Calibration and test were performed, all parameters pass. The customer reported no patient involvement or allegation of patient harm.